Manufacturer narrative:
An event of complete heart block was reported. The valve was implanted at a depth of 27 mm from the ncc. Post-implant, the patient developed complete heart block, requiring permanent pacemaker implantation. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported complete heart block could not be conclusively determined. It is possible that procedural factors (implant depth) could contributed to the reported event; however, this cannot be confirmed. The reported surgical intervention was results of case-specific circumstances as a permanent pacemaker was implanted the following day. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve with radiopaque markers was chosen for the procedure using a small flexnav delivery system. The patient's annulus perimeter was measured to be 67mm, and the membranous septum measured 5.3mm. The valsalva diameters of non-coronary cusp (ncc), right coronary cusp (rcc), and left coronary cusp (lcc) were 27mm, 25mm, and 27mm. There was no calcification detected from the aortic annulus through the subvalvular region to the left ventricular outflow tract (lvot). During the procedure, in the cusp overlap view, the inflow edge of the valve was correctly positioned within the capsule at the base of the aortic annulus, and the pigtail catheter was confirmed to be at the bottom of the non-coronary cusp (ncc). The valve was successfully implanted at the depth of 5mm. It was noted that the patient experienced complete atrioventricular (av) block at some point during the procedure. A pacemaker was implanted after the placement of the navitor valve, and the patient was reported stable.